Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, tavi procedure was being performed when the issue occurred and was completed by transferring the patient to another cath lab. Customer reported to philips that the system gave an alert indicating only low load fluoroscopy was possible. The philips field service engineer (fse) visited system and reviewed log files and found issue with the cooling unit. The supplier's part analysis conclusively determined the cause of the cooling unit failure was due to leak at de-aerating hose crimping. To resolve the issue, the fse replaced cooling unit and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, which was preventing cine. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.